Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not be conclusively determined through this evaluation. Review of the log files provided by the account revealed pump stop events associated with driveline disconnects as well as pump stops due to the motor stop command being received. Additionally, the log files revealed a low flow hazard alarm. A specific cause for these events could not be conclusively determined. The account reported that the patient was recently found deceased. The first controller event log file contained data from 22:53:52 on (B)(6) 2021 through 17:25:33 on (B)(6) 2021, per the timestamps. At 6:07:57 on (B)(6) 2021, the driveline was disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. At 6:08:48, the black power cable was disconnected, followed by the white power cable at 9:31:35. A specific cause for this event could not be conclusively determined through this evaluation. No other atypical events or alarms were captured. The pump appeared to function as intended at the set speed until the driveline was disconnected. The controller event log file contained relevant data from 7:09:03 on (B)(6) 2021 through 18:24:29 on (B)(6) 2021, per the timestamps. At 7:09:03 on (B)(6) 2021, the driveline was connected to the system controller. Intentional pump stop (f69) faults were captured from 7:09:04 through 10:18:25 and from 10:18:28 through 10:28:26 on (B)(6) 2021. Due to the motor stopped commands being received, the pump did not start during these time periods and corresponding low pump current, low speed advisory, low speed hazard, and pump stop faults as well as low flow and lvad off alarms were captured. Following these events, the system initiated operation; however, during this time, pump flow remained at 0.0 lpm, resulting in a continued low flow hazard alarm for the remainder of the file. All external power was disconnected from the controller at 11:57:19 followed by the disconnection of the driveline at 11:57:33 on (B)(6) 2021. No other atypical events or alarms were captured. Multiple attempts were made to obtain additional information regarding the patient¿s outcome and the product¿s return status; however, no further information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. This document also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The hm3 lvas IFU also states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19may2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of death was requested but not provided. It has been estimated.

Event description:
It was reported that the patient recently passed away. Both of the patient's controllers were returned. Upon review of the log files for what appeared to be the backup controller, the patient's pump was intentionally stopped on (B)(6) 2021. At 10:28 the pump was started but no flow was recorded. At 11:57 the driveline was disconnected. The log file of the other controller showed that the pump was functioning as intended until the driveline was disconnected on (B)(6) 2021 at 06:00.